Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre detached after 7 days of wear due to exposure to moisture. On (B)(6) 2020, as a result, the customer experienced low blood glucose symptoms described as hypothermia, extreme sweating, a seizure, and a loss of consciousness. Hcp contact was made and the customer was administered IV glucose for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.